Manufacturer narrative:
This report is submitted on february 03, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device; however , the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.